Manufacturer narrative:
Device eval summary: eval of electrode belt (B)(4) has been completed. The reported problem (loose belt connector) has been confirmed. The electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.

Event description:
The territory manager assisting a (B)(6) male pt contacted zoll customer support to report that the pt's electrode belt connector is loose at the top of the monitor. The pt was issued a replacement electrode belt.